Event description:
It was reported that during a procedure, the impedances readings were >40000 ohms. It was noted, the patient was being implanted with two direct connect leads and initially when tested ¿everything was fine¿. It was reported that after anchoring, tunneling and connecting the leads to the implantable neurostimulator (ins) there were inconsistent readings on 4-6 electrodes in the 0-7 port and on two electrodes on the 8-15 port. It was noted the ports were switched twice and the inconsistent readings continued when the impedance was ran with reference to zero. It was noted the leads were retested in the snap lid and four electrodes were out of range on one lead and two electrodes were out of range on the other lead. It was noted there was irrigation fluid in the pocket and anchor site however, the leads were dried off and the ins had not been immersed in any liquid. It was reported, the patient was able to ¿get some stimulation¿. It was reported that 0-15 is >40000, 0-11 = 39000, 0-12 = 22000 and 0-13 = 25000. It was noted that using the middle four electrodes with the patient in the prone position at 10.2v they were able to feel stimulation. It was noted, the leads were fully inserted and the health care provider stated the set screw ¿felt like it was tightening down on the lead¿. It was reported that at one point when the leads were switched back to the ins from the snap lid there was one full port (0-7) that showed everything out of range. It was noted this lead was reinserted and then only showed four electrodes out of range. It was further reported that post operatively and once the patient was out of the prone position the impedances went back to normal. It was reported the patient had excellent stimulation coverage and no adverse event. It was further reported the cause of the issue was not determined and everything returned to normal when the patient was out of the prone position. It was noted the patient is still receiving effective therapy.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 9 7754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.